Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, the 8mm mega suturecut needle driver instrument had its wire broken and exposed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient reported the instrument was inspected prior to usage with no damages noted. It was unknown of the color of the cable. The instrument will be returned for isi evaluation. No reported fragments to fall into patient. There were no photographic images or video recordings of the device available during this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Visual inspection did not reveal any damage. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the suture test on 2 of 2 attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.